Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that a wearable failure occurred. On (B)(6) 2025, the patient inserted a new sensor, which failed during the warm-up phase. The sensor was not removed. Immediately following the failure, the patient began vomiting, prompting his wife to take him to the hospital. No fingerstick blood glucose (bg) reading was taken during this time, as the dexcom system was unavailable. At the hospital, a bg reading was performed; however, the patient¿s spouse could not recall the exact value, only that it was reported as high. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous insulin and metformin. At the time of the report, the patient was hospitalized. The reporter declined to provide further details regarding the event. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional event or patient information is available.